Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 6000 c501 module. The customer mentioned they were having issues with control recovery on the analyzer for three tests, including calcium. Controls would recover high and when repeating controls, they would pass. The initial calcium result was 0.8 mmol/l and it repeated as 2.0 mmol/l.

Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer found that the sample probe was partially blocked. Cleaning maintenance was performed. The probe baths were checked and cleaned. The syringes were checked. Damaged rinse tubing was found. Mechanism checks were performed, the filling level was adjusted, and the pressure was checked. The pressure was fine. The customer ran controls. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.